Event description:
A non-health care professional reported that during surgery they have noticed the haptic bent. There was no patient contact. The procedure completed on the same day. Additional information has received and it states that the issue is with the trailing haptic and the lens remains stayed in the cartridge. Patient issues resolved with no impact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).